Event description:
It was reported that the tip of the guide wire was not coated. A 180x35cm fathom -16 was selected to treat the target lesion. During preparation, it was noted that the guide wire was not coated at the tip and the wire was sticking out. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. There was dried coating material that had shifted and dried in place post hydration. There was a separation in the micromachined nitinol tubing 2.5 cm from the tip. The separated ends were still connected by a coil wire that was stretched and unraveled a length of 11 cm. The outer diameter of the undamaged portions of the guidewire was measured with a calibrated snap gage; which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the reported coating issue and the observed damage. The current manufacturing controls would prevent a finished device from leaving the production area in the condition presented by the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the guide wire was not coated. A 180x35cm fathom¿ -16 was selected to treat the target lesion. During preparation, it was noted that the guide wire was not coated at the tip and the wire was sticking out. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).